Event description:
It was reported to vyaire medical that the 2464aao-20 leg attachment pad for corometrics fetal scalp electrode cable was faulty and the fetal heart rate does not trace appropriately which can put the patient/newborn at risk. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue. Per inspection interval is verifying leg pad dimensional compatibility with the connector wire. All checks showed electrodes were conforming with the connector wire and generated for mis-formed snaps. The vendor provided a tooling modification that met the print better. During our review, it determined that this was the first snap lot of the new tooling modification.